Manufacturer narrative:
The device was not returned for analysis as it was implanted in the patient. Per the reported information, and review of instructions for use (IFU), the most probable cause for the complaint is hemodynamic in the blood flow. However, the exact cause remains unknown. Based on the reported information, there was no allegation that a malfunction or deficiency of the device occurred during the embolization procedure. There is no evidence suggesting that the device was defective, but rather a post procedure and patient condition related event.

Event description:
Medtronic received report that post procedure, change in patient's condition was noticed as the aneurysm was found to have ruptured. The patient had tinnitus and abnormality in eye (it could not be specified if the abnormality was in eye movement or the vision). On the following day, coil embolization treatment was performed to treat the ruptured aneurysm. Over 30 competitor coils were implanted but the bleeding did not stop. For that reason, the sinus and sov were implanted with coils from the vein. Carotid cavernous fistula remained. The anatomy was reported to have been medium in tortuosity, and medium size in diameter. The patient is currently being monitored. The endovascular treatment was performed on (B)(6) 2017. The patient was reported to become symptomatic on (B)(6) 2017.